Manufacturer narrative:
The customer informed the abbott field service engineer (fse) about the falsely decreased calcium results during a site visit 15jul2017. The fse performed the customer's quarterly maintenance, replaced the internal probe wash pump bellows, and proactively replaced the cuvette wipers. There have been no additional discrepant result issues reported since the fse replaced the bellows set. An instrument service history review revealed no additional erratic or discrepant results reported on the architect c803842, nor did it identify any service or complaint issues that may have contributed to this issue. A review of complaints and trending data for the bellow set did not identify any trend or issue involving erratic or inconsistent results. A review for the clinical chemistry systems revealed no issues or trends related to the current complaint. The architect system operations manual, and the c8000 system service and support manual provides adequate labeling regarding maintenance, component replacement, and troubleshooting to address the reported issue. Based on the investigation no product deficiency of the bellows set, part number 2-89055-02, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased calcium result on one patient. The results provided were: (B)(6) on (B)(6) 2017 = 2.86mg/dl / repeated = 9.66 / 9.60mg/dl. The initial result was not released from the lab. There was no reported impact to patient management. There was no additional patient information provided.